Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and prime test due to loose protruded drive support disk. However, the insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. Customer was advised to hold the act button until insulin begins to exit out of the tubing. Customer stated that insulin did not continue to drip after letting go of the act button. Customer stated the motor did not slow down nor did numbers ramp up on the screen. Customer stated that the drive support is protruded. Customer was explained the force did not detect the reservoir during the seating process. Customer was advised to revert to backup plan and pump will be replaced.